Event description:
It was reported that the attachment was overheating while the shaft was wobbling during the procedure. At the time of report, the patient or staff impact was unknown. Additional information was received from further follow up that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation did not reproduce the reported malfunction of the attachment overheating and the shaft wobbling. However, it was noted that the tool burr could not be inserted smoothly due to damage and breakage of the tip bearing, the markings and the color codes were deteriorated and did not match with the model, the foot of the attachment was found to be bent and there were scratches and dents found on the device. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.